Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported by the dietitian that the patient experienced inaccurate cgm values. According to the report, the patient put a new sensor on the abdomen. It was reportedly reading low for over 24 hours going up and down. The egv was not documented. She reportedly never confirmed with a finger stick. She reportedly kept treating low blood sugar that never came up. The self-treatment method was not documented. Then, she went to the ER and her blood sugar was over 700 mg/dl. It was not documented whether the patient experienced physical symptoms. The patient was reportedly treated with ns fluids and 10 u insulin in the ER. The length of stay was not documented. The patient's condition at the time of the report was not documented. Attempts to contact the patient for more details about the episode were unsuccessful. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.